Manufacturer narrative:
Results: DHR review revealed no abnormalities could be determined. Complaint history revealed no trend could be determined after checking the trackwise database. Conclusion: in summary the ref (B)(4) measured within its specification range and the ref (B)(4) failed the performance test (no reading) due to a broken anode wire. The reason of the broken wire could be an overtwisting of the (already known) lemo pin while connecting to the cable. This could lead to high forces on the solder joint and the wire itself which would cause breakage.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The licox was placed in a patient and became non-functional. A licox catheter was placed and it did read a value of -9 post insertion. The patient was a status post mvc (chi-sdh). The patient was transported (either to another room or the CT scanner) and the catheter was unplugged from the cable. Once the patient returned to the intensive care unit (ICU), the licox cable was reconnected to the licox catheter and it would no longer read a numerical value. It displayed a value of -0- and did not respond to the oxygen (o2) challenge. A CT scan was done to check placement and it was in good placement. It was reported that it "wasn't in dead tissue, a blot clot etc. And the patient wasn't brain dead". There was no patient injury however, the resident was called to replace the licox and another one was inserted without incident. It read properly the entire time. Additional information has been requested.